Event description:
"They don't fire, clip fell off, one time it cut pt and did not clip. Applied rep - is very well aware of this issue."

Manufacturer narrative:
Product has not been returned to MFR. When product is returned, eval will be completed and a follow-up report will be submitted.